Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter had a battery indicator issue. The medical affairs specialist (mas) spoke to the reporter on october 24, 2008, and was able to obtain/verify limited info. The pt was not available to speak to the mas at that time. The reporter did not know what the pt's testing frequency was. She also did not know the details of the pt's diabetes management regimen. The reporter claimed that the alleged meter issue started on the day prior to original date, at 5:00 pm. The reporter did not know what actions the pt took in response to the meter issue. She did not know if the pt modified her diet or diabetes management regimen. At an unspecified time, after the alleged issue began, the reporter claimed that the pt developed symptoms of shakiness. According to the reporter, the pt did not receive medical treatment from a health care provider and was not tested on another device during the time of concern. The reporter was unable to provide further info regarding the event but stated that the pt was unable to test for a few days because of the alleged meter issue. The reporter admitted that the meter's battery had not been replaced according to the owner's manual. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.